Event description:
It was reported that after the patient was positioned and prepped for the procedure, the patients heart rate dropped into the 30s after being sedated with general anesthesia. The patient was repositioned supine and the issue was resolved. The procedure was cancelled and the cause of the event is undetermined. No product was opened or used prior to cancellation.